Event description:
A site rep reported intermittent tracking during an ent procedure. The surgeon continued the surgery using the navigation system with no reported pt injury.

Manufacturer narrative:
Medtronic rep evaluated the system at the site and was able to duplicate the reported event. A RMA was issued for a replacement part. The device was returned to the MFR and an investigation is in progress.